Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00263: screws.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-000263 follow up 1: screws. Corrected date: product not manufactured by acumed. It was manufactured by (B)(4). Physical examination showed a plate and nine screws that were not manufactured by acumed; the plate is marked with (B)(4) along with a part number, a batch number and ce mark information.

Event description:
Clavicle plate broke post operatively; the plate and screws were explanted.